Event description:
Event description guidant received information that this fineline lead became dislodged and the patient experienced a syncopal episode. The lead could not be repositioned and a new lead was implanted.